Event description:
It was reported that the 3.5x23mm xience alpine stent came off the stent delivery system during removal of the protective sheath. There was no report of resistance with sheath removal. There was no patient involvement. Another xience alpine was used to complete the procedure without further incident. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported dislodged stent was confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product issue/observation caused by, or related to the design, manufacture, or labeling of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a potential issue/observation caused by or related to the design, manufacture or labeling of the device.